Manufacturer narrative:
Date of implant: estimated. The device will not be returned for evaluation, the device was reportedly explanted/removed and discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ntw mitraclip was filed under a separate medwatch report number (MFR. Report: 2024168-2021-11065-00).

Event description:
This report is filed due to the second mitraclip detachment, this detachment involved the nt mitraclip. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mitral regurgitation (mr) grade 4+ and 4. Two mitraclips (an ntw and nt mitraclips) were implanted without a device issue, reducing the mr to grade 1+, and 1-2. On (B)(6) 2021, the mr had increased to grade 2+/moderate. The clips appeared stable at this time and did not exhibit excessive motion. Worsening heart failure was diagnosed, treated with medications. On (B)(6) 2021, the patient was admitted to a hospital with complaints of dyspnea for 4 days. The patient was transferred to the new york university hospital and found to be hypoxic with pleural effusions, placed on a bi-pap machine. On (B)(6) 2021, the patient had generalized abdominal pain, treated with medications. On (B)(6) 2021, another echocardiogram was performed along with an x-ray. P2 flail along with severe mr was noted, along with ntw mitraclip detachment and migration into the femoral artery. Medication was provided as treatment. On (B)(6) 2021, the patient was admitted to the hospital with fatigue and severe mr. The migrated mitraclip was removed via femoral artery surgical cut down. Tissue was observed in the clip embolized/detached clip. That day, another nt mitraclip was implanted without further issues reported. The mr was reduced to mild immediately after clip release, and then was noted moderate once the systolic blood pressure had raised to 165mmhg. The post-procedure mr was deemed mild-moderate. There was no device malfunction. Medication was provided for acute on chronic diastolic heart failure. On (B)(6) 2022, only one nt mitraclip was visualized of the two, with severe mr noted. One of the two implanted nt mitraclips had completely detached from the leaflets. Per pelvic x-ray, the nt mitraclip had embolized to the left femoral artery. Intravenous and oral medications were provided. On (B)(6) 2022, an exploration with clip removal from the left femoral artery was performed. It is unknown which of the two implanted nt mitraclips had detached. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. It could not be determined which of the two nt mitraclips resulted in the reported issue. Therefore, the manufacturing records review includes an assessment of the lot history record, exceptions, and complaint history for all implanted clips. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral regurgitation (mr) and embolism are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported complete clip detachment (ccd) could not be determined. The reported mr and embolism are cascading events of the ccd. The reported hospitalization, surgery, removal of foreign body, and medication were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.